Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-07. The hcp reported that the problem was prior to implant and assessment was ongoing. The hcp reported that the cause of the burning sensation from psd, inability to go to the bathroom and leakage was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that interstim therapy had not helped with burning sensations from psd and they could not go to the bathroom and having leakage since implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.